Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 347 mg/dl. The customer stated that his prescription was changed and his infusion sets were changed from 6mm and were too small. The customer stated that he had high blood glucose readings for a few days. The customer stated that he was hospitalized in the emergency room for high blood glucose readings. The customer stated that he had a kinked cannula. The customer stated that during the emergency room visit, he had a chest x-ray, EKG, check for stroke, 3 liters of saline and intravenous injection of novolin.